Event description:
It was reported that a patient experienced a fall and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the fall was unknown. Treatment for the fall was not reported. The cause of death was unknown. On an unreported date, the patient was hospitalized for the event, and was hospitalized at the time of death. It was not reported if an autopsy was performed. Physioneal therapy was ongoing up until death, but it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a fall. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.